Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist device, did not reveal any device-related issues and a specific cause for the reported driveline infection could not be conclusively determined through this investigation. Heartmate 3 left ventricular assist device was returned assembled. The apical cuff was not returned. The pump cable was severed approximately 8.5¿ from the pump body. The distal portion of the pump cable and the modular cable were not returned. The outflow graft and bend relief were returned attached to the device. Examination of the device's blood-contacting surfaces upon disassembly reveled no evidence of developed depositions or thrombus formations. The lvad event and periodic log files retrieved from the returned device appeared to capture the device operating as intended. The device was cleaned, reassembled, and functionally tested on a mock circulatory loop. The device operated as intended and revealed pressure, flow, and power values within manufacturing specification. The heartmate 3 instructions for use (IFU) lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 lvas system. The IFU, as well as the heartmate 3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the driveline got stuck on the bed and was pulled by the patient on (B)(6) 2019. The patient subsequently developed a driveline infection. Surgical revisions were performed on (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019 for the same driveline infection. Antibiotic therapy was also performed. A pet/CT was performed showing an ascending driveline infection. Pump exchange was performed on (B)(6) 2020. No further information was provided.